Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that they were in the case with the doctor and he ran it twice to confirm the high impedances. It was recommended to the doctor that they could try a new twist lock cable, replace the lead or back the lead up a bit confirm the integrity. The doctor said they did not want to replace it and because the high impedance was on contact 2, a contact they would not use based on the intra-operative test stimulation, that she didn't want to run another pass with the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported they didn't want to test the impedances because they get high. The high on electrode two changed position of the lead and the impedances went back down. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that no actions were taken by the hcp to address the high impedances; however, when the stage 2 procedure occurred last week the impedances were normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1jz6j, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturing representative about a patient with a lead implanted for parkinson's dual movement disorders. It was reported that during the implant procedure of a lead there was high impedance on contact 2. There were no environmental/external or patient factors that led to the event. The implanting surgeon declined to place a new lead, and chose to leave the lead implanted. Impedance on contacts 0<(>&<)>2 was 5615ohms, on contacts 1<(>&<)>2 it was 5262ohms and on contacts 2<(>&<)>3 it was 5495ohms. There were no symptoms reported. No further complications were reported or anticipated.